Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was observed by the philips bench that the processor pca is faulty and requires replacement. There was no reported patient involvement.

Manufacturer narrative:
The customer elected to have the device returned to them unrepaired. The device remains at the customer site.